Manufacturer narrative:
The field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and determined the most likely cause of the issue is the front panel assembly. After replacing the assembly, the issue was resolved. The fsr performed the operational verification procedure and the user verification test and reported the device meets factory specifications. In the event the suspect component is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable alarms. The reported event occurred during patient-use; the customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
In the event the device is received for vyaire's failure analysis evaluation or additional information is received a follow-up report will be submitted.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect front panel assembly for investigation. An evaluation of the component could be confirmed and duplicated. The backlight is failing. This issue will be internally investigated within vyaire.